Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 09 february 2018: total hip revision surgery occurred 6 years after primary cementless tha in a (B)(6) kg woman. Radiographic image provided shows the presence of signs of stress shielding suggesting insufficient proximal stem fixation. During revision procedure, the surgeon decided to remove also the acetabular component that was well fixed but excessively anteverted. Reasons for aseptic loosening of the stem cannot be determined. Cup position was certainly suboptimal but its contribution to loosening cannot be established. Batch review performed on 19 february 2018 (B)(4).

Event description:
About 6 years after primary the surgeon revised the patient due to stem loosening and malpositioned cup. The surgery was completed successfully.